Event description:
Customer reported unexpected (B)(6) when testing a patient sample with capture-r ready ID (crrid) on the echo. The patient had a known (B)(6).

Manufacturer narrative:
Visual examination of instrument results: crrid id132- the following cells are (B)(6): 1,3,6 & 7. The echo generated (B)(6) results for all cells. Visually all cells appeared (B)(6). Confirmed the (B)(6) on retention capture-r ready-ID, lot id132 using retention capture-r ready indicator red cells (crrirc) lot 221584 and (B)(6) lot 7d630 (1:16 dilution).